Event description:
Additional information reported stated that the patient's cause of death was acute respiratory failure and septic shock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Funeral home personnel. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
.